Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump would not rewind. The customer stated that insulin squirted out during the manual prime process. The customer's blood glucose was 116 mg/dl. She stated that she was doing a prime rewind, but the insulin pump kept getting stuck in the prime rewind loop. She was advised to hold down the act button until she received a second series of beeps and/or numbers appeared on the display; she stated that she did not receive either. She also noted that the insulin pump had alerted low reservoir because she took the reservoir out. She reported that the device reverted back to the fill tubing prompt 5 times during the call. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.